Event description:
It was reported that during implant, the atrial lead could not be fully inserted into the atrial port of the device header. Device header was cleaned and after several attempts, lead was fully inserted. Device remains implanted. Patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.